Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, a dissection of the patient's native ascending aorta was observed. Per the physician, the valve contributed to the dissection and the delivery catheter system (dcs) did not cause or contribute to the dissection. The patient is being treated with antihypertensive medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, the patient had a severe aortic dissection and required hospitalization. Per the physician, it is unknown if there was a causal relationship between the device and the dissection. 19 days after the dissection occurred, the patient had not recovered. Hospital transfer was performed. No additional adverse patient effects were reported.